Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had delivery anomaly. The customer stated the insulin pump was dropped and that's when the insulin pump began having issues. Blood glucose value was 500 mg/dl at the time of the incident. The current blood glucose value is 558 mg/dl. Troubleshooting was performed and discovered a pump error hardware low level failures alarm and a partial display. The insulin pump was not returned for analysis.

Manufacturer narrative:
Updated with correct blood glucose value.

Event description:
The blood glucose of the customer was 500 mg/dl at the time of the incident.